Manufacturer narrative:
(B)(4). (B)(4). Information is unavailable; device was not returned for evaluation. No device returning. Evaluation summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that post-op to a whipple procedure, the patient was brought back to surgery due to bleeding. The surgeon noticed excessive bleeding at staple line and corrected issue using suture. No other information available at this time. Dr (B)(6), who assisted dr (B)(6) told me a tlc75 (blue loads) was fired two times. There wasn't any active bleeding when the pt was re-operated on although there was heavy clotting at one of the staple lines. Dr (B)(6) made an opening in the small bowel, cleaned out the site and oversewed the staple line with suture.